Event description:
It was reported a patient had an initial left total knee arthroplasty. Approximately 2.5 months postop, the patient experienced three syncopal episodes and radiographic imaging confirmed a pulmonary embolism. The pulmonary embolism is resolving with prescribed medication and all implants remain in place. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 42508606801 - cruciate retaining left size 10 pps standard femur - 66461091. 42512100812 - articular surface medial congruent (mc) left 12 mm height use with tibia sizes e-f/cr femur sizes 8-11 - 66243966. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.